Manufacturer narrative:
Section b5: correction (issue resolved without sequelae).

Event description:
It was reported that bleeding resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. Multiple requests for additional information were sent to the customer; however, no response was received. The patient remains ongoing on vad support. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from the emergency room (ER) due to bright red bleeding (brb) per rectum. Hemoglobin (hgb) was measured at 7.6 and the patient received several units of blood due to dropping hgb. On (B)(6) 2020 a colonoscopy showed an ischemic bleeding ulcer that was treated with argon plasma coagulation (apc). The patient continued to have bleeding however a bleeding scan on (B)(6) 2020 was negative. The patient was treated with octreotide and blood products. Coudmadin was restarted on (B)(6) 2020 with an international normalized ratio (inr) goal of 1.8-2.2. Bleeding then continued and coumadin was subsequently discontinued (d/c) on (B)(6) 2020. A repeat colonoscopy was performed on (B)(6) 2020 revealing 2 colonic ulcers (ischemic). Bleeding was again treated with apc. Bleeding then stopped and octreotide was discontinued on (B)(6) 2020. The patient was discharged to home on (B)(6) 2020 on coudmadin and no acetylsalicylic acid (asa). The event reportedly resolved with sequelae on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced unspecified bleeding. Patient was hospitalized and received blood transfusion. Additional information was request, however was not provided.